Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in the operating room for a device change out due to normal eri, externalized conductors were noted on the right ventricular lead. The lead exhibited no electrical anomalies. The lead remains implanted, and the patient will be monitored normally.